Manufacturer narrative:
The reported console was reported under MFR # 2916596-2019-03690. Approximate age of device ¿ 10 months 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the main console would not power up. The customer returned both the console and motor and are requesting new products. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console not powering on was confirmed; however, it was determined not to be an issue with the returned motor. The centrimag motor was returned for analysis. The motor underwent resistance and insulation testing and functioned as intended. The motor was attempted to be tested with the returned and associated console but the console was not able to power on. The motor was forwarded to the service depot for analysis and was evaluated and tested. The reported event of the console not powering up was determined to be due to a console issue and not a motor issue. The motor was tested with a test console and flow probe. The motor functioned as intended and no alarms or issues were observed at any point. A functional checkout was performed, and the unit passed all tests. The motor cable was inspected, and no issues were found. The root cause for the console not powering on was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.